Manufacturer narrative:
Device is not available for analysis.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in the decision to explant the device. The device is not available for analysis.